Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during transport of a (B)(6) year old male patient, the device displayed a "internal error occurred - system reset required" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the monitor board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.